Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2024, it was reported that the patient reported being hospitalized due to a cgm inaccuracy. The patient was vomiting, and her bg meter reading was 500 mg/dl, but no cgm comparison value was reported. It was also not specified how long the patient was in the hospital prior to discharge. Attempts to reach the patient for further event details were unsuccessful. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.